Event description:
It was reported that the blade broke after 10 minutes of use. There was no pt injury reported.

Manufacturer narrative:
Device not returned for eval. Work order documentation reviewed and parts met minimum cut test requirements.